Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was determined that the hardware failed, and cubie was not ejected. A field service engineer remotely assisted the customer, troubleshooted and recovered the storage space successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary failed hardware cubie not ejected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.